Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, three loads succeeded and in the fourth charge it stopped firing, not being possible for more shots. The second stapler was mounted and adapted for use but it did not work. No fire was performed. When the green button was pressed, not working. There was no patient injury.